Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly which resulted in the customer being hospitalized. Reportedly, the contact declined to provide additional information and declined troubleshooting.